Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved delivery accuracy testing and showed the pump was within manufacturing specification of +/-6%. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-9.0%). No patient was involved in this event. No adverse effects were reported.